Event description:
It was reported that the patient presented to the emergency room via ambulance due to chest pain and shortness of breath. Upon arrival it was noted that patient¿s pump was off, no alarms or symbols were illuminated on the controller and no pump hum heard with auscultation. Patient was then connected to wall power and pump was restarted which improved the patient's symptoms. The modular cable required replacing due to significant damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced no external power events on (B)(6) 2022 due to simultaneous disconnection of power from both controller leads. The controller was exchanged on (B)(6) 2022 because the modular cable required replacement from significant damage. The patient's device experienced a pump stop on (B)(6) 2022 from normal battery depletion. Related MFR # 2916596-2022-12320.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the modular cable could not be confirmed through this evaluation as no images depicting the damage were submitted and no product was returned for evaluation. The submitted log files confirmed a controller exchange which occurred on (B)(6) 2022. According to the account, the modular cable was exchanged due to damage at the time of the controller exchange. The exchanged cable was not returned for evaluation. Of note, the submitted log files appeared to capture the pump operating as intended. Although a specific cause for the reported damage could not be conclusively determined, it did not appear to have contributed to any electrical issue. The heartmate 3 lvas instructions for use (IFU) and patient handbook contain information regarding how to clean and care for the driveline and caution the user not to twist, kink, or sharply bend the driveline. The heartmate 3 lvas IFU also explains how to replace the modular cable. The relevant sections of the device history records for the modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 of this IFU explains how to replace the modular cable. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Finally, section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.